Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml gablofen at a dose of 200 mcg/day via an implantable pump for intractable spasticity. It was reported that the pump flipped in the pocket; an x-ray revealed the flip. It was unknown if there were any environmental, external, or patient factors related to the event. There were no interventions yet, but the patient was going to call a hcp for an appointment to have the pump stay and sutures revised. The pump and catheter system were currently working properly. There had been no disruption in service and therefore no symptoms associated with this event. The issue was not resolved and the patient status was alive with no injury. The hcp reported that they were unable to access the pump to refill it and a pump flip was confirmed last week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.